Event description:
During preparation for use, a hole was noticed near the bottom of the hose portion of the device. The device was not used for a procedure and there was no patient involvement. There was no report of adverse consequence with this event.

Manufacturer narrative:
The investigation confirms that there was a hole in the hose of the product. The handpiece was repaired and returned to the customer. Several components in the handpiece were replaced due to corrosion.